Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title ¿a heart within the heart¿: a rare case of a large left atrial appendage occluder device related thrombus.

Event description:
The article " 'a heart within the heart': a rare case of a large left atrial appendage occluder device related thrombus", was reviewed. The article presented a case study of an 85-year-old male patient with atrial fibrillation and frequent fall incidents. It was reported that on an unknown date, an unknown amplatzer amulet left atrial appendage occluder was implanted. It was then reported six months post-procedure on an unknown date, during a follow up transesophageal echocardiagraphy (tee), it was revealed a 3.2cm x 3.4cm thrombus was seen between the ridge of the left superior pulmonary vein and the disc of the amulet. The patient was placed on oral anticoagulation with apixaban with follow up tee planned in 8-12 weeks. It was noted during review that post-implant tee revealed minimal separation between the lobe and the disc. The article concluded careful patient selection for left atrial appendage occlusion (laao), risk stratification and optimization of procedure techniques such as the depth of device implantation, avoiding incomplete sealing of laa ostium or creation of an artificial cul-de-sac and ensuring the device meets the key ¿close¿ criteria prior to release will minimize the risk of device related thrombus (drt). [The primary and corresponding author was (B)(6).]

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. As reported in a research article, a heart within the heart': a rare case of a large left atrial appendage occluder device related thrombus. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.